Manufacturer narrative:
A partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a diagnostic intravascular ultrasound procedure with a 7f sheath. Reportedly, suture failures occurred with both devices. A new prostyle device successfully achieved hemostasis. Manual compression was applied for good measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. A query of the complaint handling database could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.